Event description:
Ophthalmologist used speculum during routine eye exam on newborn. After completing the exam; upon removal of the speculum from the eye, physician observed that a portion of the speculum had broken off leaving a sharp edge. An x-ray was obtained to rule out a piece of speculum lodging in the eye. X-ray negative. Eye exam conducted to rule out any injury from broken speculum. Eye exam normal. Manufacturer response (as per reporter) for speculum, opthalmic, ophthalmic speculum (item #615w411200-00).they sold over 800 speculums without report of breakage. Conceded that breakage would depend on the care and handling of the speculum.